Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced a shock/jolting sensation and a loss of therapeutic effect. The pt had fallen on the device a "couple nights ago." When the pt went to increase the stimulation, the pt was "electrocuted with their legs and arms flung back." It occurred while operating a tv remote control. There was bruising at the device site, but no swelling. Additional info has been requested.